Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 3007963827-2018-00173, 0001822565-2018-05641.

Event description:
It was reported the patient underwent an initial knee revision 1 year post-implantation due to pain. Subsequently the patient's art surface and tibial tray components were revised. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05641-1.

Event description:
It was reported the patient was revised 1 year post-implantation due to pain. Subsequently the patient's art surface and tibial tray components were revised. No additional patient consequences were reported.